Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high readings compared to a doctor¿s meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 5:39am she obtained a reading of ¿57mg/dl¿ on the lfs meter. The patient reported using a combination of medications including insulin, metformin and actos (unknown doses). The patient reported on (B)(6) 2013 at 5:30am she had something more to eat or drink. The patient denied developing any symptoms on the day of the alleged issue. The patient reported on (B)(6) 2013 at 9am she was seen in a doctor¿s office and a reading of ¿30mg/dl¿ was obtained on a freestyle meter and she was given a ¿glucagon injection¿ by a healthcare professional. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing and an approved sample site for testing. However, the meter vs. Another meter comparison was invalid since the readings were taken more than 30 minutes apart. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the meter issue she required assistance from a healthcare professional for severe hypoglycemia.